Event description:
While reviewing pmcf data it was alleged that a vascular snare device was used within the cardiovascular system. The device use was off label per IFU. A perforation was noted during a vascular procedure. Surgical intervention and cut down was required to remove the foreign body from the patient. The physician alleges that the event has been reported to the medical manufacturer.

Manufacturer narrative:
The suspect device identified within the report will not be returning for investigation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be re-opened.